Manufacturer narrative:
The insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, prime test, excessive no delivery test and displacement test. The insulin pump passed prime test and rewind. The insulin pump was received with intermittent act button response due to flattened button keypad dome. The keypad connector was found closed properly during visual inspection. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 402 mg/dl. Device was stuck in the rewind loop. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. The insulin pump was returned for analysis.